Event description:
It was reported that during preparation for a stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the left anterior descending artery. The 24 x 2.75mm liberte stent dislodged from the balloon outside of the patient body. The procedure was completed with another of the same device. No patient complications were reported and the patient status is listed as stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).